Manufacturer narrative:
Correction information: b4: date of this report, g6: follow-up #: 1, h2: if follow-up, what type? Additional information h11: evaluation summary. Evaluation summary: event that occurred is video image failure. Based on the investigation, a potential root cause of this failure is user forgot to adjust the white balance. There are no malfunctions with the device and no health hazards have occurred. Therefore, based on the above investigation results, a decision was created again and MDR was determined to be unnecessary. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
G4: this device is not distributed in the USA; therefore, the PMA/510(k) number is not applicable. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Red image during the procedure and without injury on the patient. The colonoscope comes for red image problem. Indeed, the image is red/orange. After performing a white balance, the image returned to normal. However, this system had already presented the same problem last october and we sent it to pentax medical. The navision comments of the previous repair indicate that a white balance and a software update were performed. The unit was sold on (B)(6) 2024, with the last repair on 2024-10-23, and the pcb replaced on 2024-09-05. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.